Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the keypad appears to be intact no lifting or peeling observed. The "up/down/ok" keypad buttons are intermittently responding and require excessive force to activate during testing. The "contrast" keypad button requires excessive force to activate. When the keypad was removed for further investigation, the "contrast" key contact was noted to be inverted and do not always spring back. Further observation showed the 'up/down/ok" key contacts become inverted when pressed and do not always spring back. There was evidence of keypad adhesive found under all key contacts.

Event description:
The lay-user/pt alleged that the keypad is intermittently unresponsive. There was no adverse event associated with this complaint.